Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit including an introducer needle, 3-lumen cvc catheter, ars, and product lidstock. Definite signs of use were observed on the needle hub. Visual examination revealed the needle hub contained one lateral break/crack. Microscopic examination confirmed the crack in the introducer needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed by complaint investigation of the returned sample. The needle hub contained one lateral crack. A device history record review was performed with no relevant findings. Based on the condition of the sample received, it was determined that design caused or contributed to this event. A CAPA has previously been initiated to further investigate this issue. The needle hub from this kit was released (june 2020) prior to implementation of the corrective action (march 2021). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "introduction needle is faulty - sucking air". The device was replaced. There was a delay in therapy without harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "introduction needle is faulty sucking air". The device was replaced. There was a delay in therapy without harm to the patient. The patient's condition is reported as fine.